Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the completed investigation, the malfunction was likely due to factors such as damage or deterioration of parts, environmental conditions including dust, dirt, or humidity, optical issues, overheating, or electrical problems such as signal loss or an open circuit. Although the root cause could not be definitively established, the most probable cause of this complaint is considered to be an expected or random component failure. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that during setup and inspection for use, the bronchovideoscope experienced a blackout and produced no image. There were no reports of patient involvement.